Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during the implant procedure, this pacemaker remained in storage mode after leads were connected. While the device was in storage mode no pacing could be delivered. The physician suspects that contamination within the header prevented conduction between the lead and the device. This device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was interrogated with a programmer and it was confirmed that the device had exited storage mode on the day of implant. The device was then put back into storage mode for testing. A load was placed on the right ventricular (rv) channel and the device exited storage mode. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy outputs. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.